Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue. A computer and power switch board were ordered and replaced. This resolved the issue, the system was tested and functioned as intended and put back into use. The parts were sent back to manufacturer for evaluation. Power switch board- there was no reported complaint as this was a "preventive replacement" per the fse. Placed the board in a test system and it functioned as expected. No problem found. Computer- unable to confirm reported problem "sometimes boot failure. Fails to synchronize." The imaging system computer passed virus scan, operating system load and time/date check was good, indicating the cmos battery is good. Application did not load on the bench, returned a 'opengl32.dll' error. Ipconfig indicates ip is good, and chkdsk 100% successful. No further issues reported. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative called and stated the imaging system can't communicate with the mobile view station (mvs). There was no patient present when this issue was identified.